Manufacturer narrative:
(B)(4). Date sent: 04/10/2023. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device inside of the opened blister along with a sales unit box. The device can be seen with no apparent damage, the safety is engaged and the washer appears to be uncut. Based on the photo reviewed, the event described cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number x95966, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the package filled with gas before the surgery. The packaging was noted unsealed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Procedure: esophageal.

Manufacturer narrative:
(B)(4). Date sent: 05/02/2023. D4: batch # 853a51. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25a was returned without apparent damage. As no tyvek or blister were returned for evaluation, we are unable to investigate further the issue of ¿ packaging integrity". In addition, the ecs25a device arrived with the breakaway washer present, uncut, and the device was fully loaded with staples, indicating that the device had not been fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned non-sterile and no blister or tyvek was received. A manufacturing record evaluation was performed for the finished device lot number x95966, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 853a51/0093, and no non-conformances were identified.